Event description:
A surgeon reported that seven years following intraocular lens (iol) implant surgery, the pt's visual acuity began to decrease. The surgeon performed a yag laser procedure, but the visual acuity did not improve. Three years after the yag laser procedure, the iol was exchanged due to the surgeon suspecting iol opacification. The iol was exchanged for the same model iol.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was bent-distal area and broken-gusset area (returned). The second haptic was bent-gusset area. The optic was cracked in both haptic insertion areas and was split and cracked. The optic also appeared to have yag damage. The reported complaint of lens clarity could not be verified, the lens was clear. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested and received.